Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned product and no issue was observed. Data was extracted using approved software, and extraction was successful. Customer described that the sensor started to burn and some moisturizing started to went out .did not observe customer¿s complaint. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. An extended investigation was observed. The de-cased sensor was received by the hardware product quality engineering (hpqe) team. A visual inspection was performed using a digital microscope on the returned pcba (printed circuit board assembly). However, no anomalies or evidence of burn marks were observed. The sensor initial data was reviewed. To confirm the functionality of the returned sensor. Performed an smu (source measurement unit) test using fixture to ensure the sensor's electronics were functioning correctly of the returned puck and the returned unit did not have any glucose reading issues which confirms absence of accuracy issues. It was observed that the returned puck moved into state 4, (active paired), indicating that the puck moved to a normal operation mode and was fully functional. The returned puck had an electrical current measured and it was within specification. Additionally, a poise voltage test was performed and results that were within specification indicating no issues with electrical signal lines integral to the glucose reading process of the returned puck. A temperature test was performed and the temperature difference between the puck temperature and room temperature was observed to be within specification . Both the poise voltage test and temperature test were performed. On and off current tests were performed to determine if a component on the pcba was drawing excess current from the battery. On current was measured which is within the required specification. The returned sensor passed all testing, and no evidence of product malfunction was observed during the investigation. The returned sensor functioned as intended, and no evidence of smoke, fire, or shock was observed during the investigation. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports electric shock from theirabbott diabetes care device. The customer further reports," that the sensor started to burn and some moisturizing started to went out ." There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports electric shock from theirabbott diabetes care device. The customer further reports," that the sensor started to burn and some moisturizing started to went out ." There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.